Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). It was noted that "despite dr. Iskander recommending a toric icl; she elected an spherical icl. She now wants a toric icl and have -1.00 target in both eyes". There is a planned lens exchange. Lens remains implanted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm micl_12.6; -10.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. It was noted that "despite dr. Iskander recommending a toric icl; she elected an spherical icl. She now wants a toric icl and have -1.00 target in both eyes". On (B)(6) 2022 the lens was exchanged with a same length but different model (toric) lens. This resolved the problem. The cause of the event was reported as a patient related factor with no device issue. Claim# (B)(4).